Event description:
Reporter indicated that he was having communication difficulties with his vns therapy programming system. From subsequent troubleshooting performed by company representative it was determined that the serial connector cable was malfunctioning. Serial connector cable was returned to manufacturer for product analysis. Visual analysis of the product identified "cold solder joints on the transceiver chip, which could create intermittent communication difficulties."

Manufacturer narrative:
Device malfunction confirmed, but did not cause or contribute to a death or serious injury.